Manufacturer narrative:
This event concerns a device that was mfg and used outside the united states. Review of the electronic data and files received. Conclusions: (user error contributed to event): reported event most probably resulted from incorrect lead reconnection upon re-intervention performed after device implantation. During re-intervention, defibrillation connector of the lead came out of the device port.

Event description:
During the routine f/u of the device involved in this report, impedance values measured on right ventricular coil were found abnormally high. All other f/u data were normal.